Event description:
The customer reported that the live image on the system had split line in the middle. And there is blank image and kvp/ma tracking to max. This resulted in a loss of the live image. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect and high voltage cables were replaced. The system was tested and found to be working as intended.